Event description:
The pt tested their blood glucose on the suspect device and obtained a result of 179mg/dl. One hour later pt passed out. Their meds were taken about five hours prior to the suspect device use. Paramedics were called and they checked pt's blood glucose on their equipment and the result was 23mg/dl. Pt was taken to the hospital and treated for hypoglycemia. Level 1 and level 2 glucose controls were used on the system and both controls were within range. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.